Event description:
Same case as MDR ID # 2134265-2013-05288 and MDR ID # 2134265-2013-05289. It was reported that during percutaneous coronary intervention (pci), a pullback failure occurred. The target lesion was located at mildly calcified left anterior descending artery. During percutaneous coronary intervention, it was noted that the mdu of the ilab imaging system would not mechanically pullback. The procedure was completed with another same device. There were no reported complications and the patient status post procedure was listed as good.

Event description:
Same case as MDR ID # 2134265-2013-05288 and MDR ID # 2134265-2013-05289. It was reported that during percutaneous coronary intervention (pci), a pullback failure occurred. The target lesion was located at mildly calcified left anterior descending artery. During percutaneous coronary intervention, it was noted that the mdu of the ilab imaging system would not mechanically pullback. The procedure was completed with another same device. There were no reported complications and the patient status post procedure was listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. The unit was received in good condition with no visible damage or defects observed. The unit meets functional testing specification. In addition, the unit successfully underwent a continuous burn-in overnight the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).